Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, a review of the pump¿s black box data and alarm history showed cs 052 alarms. During investigation, the pump was powered on and a cs 052 occurred shortly after. Further testing was unable to be performed due the recurring alarm. The pump software was reloaded and the pump was able to power on and display the verify screen with no issues. The complaint of the call service alarm issue was determined to be due to corrupted software. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.